Event description:
Blood was observed leaking from the filter during a routine hemodialysis treatment. The cartridge was discarded without noting the exact location of the leak. The blood loss was estimated to be approximately 700cc by the patient. Follow up with facility staff indicated only a slight decrease in patient hemoglobin and no medical intervention was required for the blood loss.

Manufacturer narrative:
The disposable cartridge was not returned for evaluation. The reported event cannot be confirmed. A review of the reported cartridge lot number found no other similar complaints reported. Nxstage medical considers this report closed. No additional information will be provided.